Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that ¿the pump has failed: purging off solution, but when connecting to the patient no water.¿. Per service manual operational and diagnostic, no defect was found with the device, therefore this complaint cannot be confirmed. As the reported problem was not confirmed and no defects identified, a root cause for the issue that was experienced by the user cannot be determined. Since no failure was identified with the device, a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in colombia that preoperatively to an unknown procedure on (B)(6) 2020, it was observed that the pump device failed on purging off solution. According to the reporter , the device did not perform the solution passage and the normal flow. There were no adverse patient consequences reported. No additional information was provided.